Event description:
It was reported that during a neurovascular flow diversion procedure involving the pipeline vantage with shield technology, there was slow flow in the aneurysm post-procedure. The stent foreshortened 10 minutes after deployment, and a 4x25mm flow diverter was used to appose the previous stent, which was located in the mid-neck of the aneurysm. Additionally, there was migration of the stent after deployment. The aneurysm was located in the left internal carotid artery, was unruptured, and had an amorphous morphology with a maximum diameter of 7-8mm and a neck diameter of 8mm. The distal landing zone artery size was 2.6mm, and the proximal was 3.3mm, with moderate vessel tortuosity. Dual antiplatelet treatment was administered, and the platelet reactivity unit level was more than 220. The pipeline was implanted at the intended location with full wall apposition achieved, and no side branches were covered. The cause of the stent migration was unknown, although sizing was done properly. The patient outcome was reported as alive with no injury. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the pipelone was implanted at the intended location but migrated post deployment.